Manufacturer narrative:
On 09/07/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 09/29/2016 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. Software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon abandoned the use of navigation and imaging because "it didn't feel right." No specific measurement, or direction, of the alleged inaccuracy was provided. In trouble-shooting, the medtronic representative had the surgeon check a spinous process with multiple instruments and confirmed accuracy was there, however, the surgeon still did not like what he was seeing. There was approximately a 20 minute delay before the surgeon elected to abandon navigation. The surgeon continued and completed the procedure without the use of the navigation system, and without the imaging system. There was no impact on patient outcome.